Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a tf tavr procedure for a 23mm sapien 3 ultra valve, the esheath split at the distal tip due to calcium. The system was removed and they dilated with a 16fr dilator and introduced new 14fr esheath. There was no patient injury.

Manufacturer narrative:
Correction to h6 due to additional information received. The sheath insertion was attempted on the left side, resistance was felt at the common iliac where there was known calcium burden. The device was no returned to edwards lifesciences for evaluation, as it was discarded at the facility. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed one similar complaint, which is currently pending completion of engineering evaluation. However, as no device was returned, there is no evidence to support a manufacturing or design defect potentially contributed to this complaint. The 3mensio imagery and a device photo was provided by the facility. The following was observed on the 3mensio imagery: there was calcification and tortuosity were observed on the access vessel. The access vessel diameters are appropriate for safe use of the 14f esheath. The following was observed on the device photo provided: esheath distal tip split at the vertical score line that extends proximal to the horizontal score line. The soft tip appears slightly bent. A complaint history review on confirmed device complaints was performed. Available information suggests that patient factors (calcification, tortuosity, scar tissue) and procedural factors (excessive manipulation, withdrawal of burst/torn balloon) may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for esheath distal tip split was confirmed based on provided imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, reviews of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Furthermore, no abnormalities were observed during device unpacking or preparation. As reported, the 'esheath split at the distal tip due to calcium'. The 3mensio imagery revealed that the access vessel had presence of calcification and tortuosity. Per the training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification'. The presence of calcification can create a challenging pathway for esheath insertion, as calcification can create friction and damage through contact with the esheath distal tip. Tortuosity and a steep insertion angle can subject the esheath to suboptimal angles, making it more likely that the esheath distal tip may catch onto patient tissue in the access vessel. If excessive force was applied in an attempt to insert the esheath, it is possible that the distal tip experienced further damage through continued interaction with the patient's access vessel characteristics, contributing to the reported damage of the esheath distal tip. Available information suggests that patient (calcification, tortuosity) and/or procedural factors (excessive manipulation) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. There were no product non-conformances or IFU, labeling, training manual deficiencies were identified. Therefore, no corrective or preventative actions, nor product risk assessment escalation is required at this time.